Event description:
Reporter indicated that the pt experienced two episodes of asystole during vns implant surgery. It was reported that the first incident of asystole occurred during the first lead test and during programming and lasted approx 5 seconds. Surgeon then tried moving the electrode further down on the nerve, which is when the second incident of asystole occurred. Surgeon indicated that the pt had a small neck making it difficult to see if the electrodes were near the cardiac branches. Further follow-up revealed that the surgeon made the incision slightly larger to better access the vagus nerve at a lower level. The pt was then successfully implanted.